Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Shaft was observed to be bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the device exposed to large external forces which ultimately results in the shaft and components in the shaft bending. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: when the device was removed from the packaging, it was noted that it was bent along the shaft (not straight). The device was unusable and not used on a patient.